Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on mid (B)(6) 2019. Blood glucose reading was 30 mg/dl. The customer was treated with orange juice with sugar and gave her jelly stuff started an intravenous drip and took her to the hospital when she got there they discontinue her insulin pump. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.